Event description:
A (B)(6) result was generated with the architect hiv ag/ab combo assay. The customer states that on (B)(6) 2012, one male patient generated an initial (B)(6) result with the architect hiv ag/ab combo assay. The sample was then recentrifuged (sample was documented as lipemic) and retested in duplicate and generated non-reactive results (B)(6). The results were classified as non-confirming. On (B)(6) 2012, this same patient was again tested with the architect hiv ag/ab combo assay and again generated an initial (B)(6) result. The sample was recentrifuged and retested in duplicate and generated (B)(6). No suspect results were reported from the lab and there is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
A review of i2000sr trending data did not identify a product issue or adverse trend associated with erratic or discrepant results or the i2000sr analyzer. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108), january 2010 and the hiv ag/ab combo (49-9527/r 01february 2011) assay package both contain information to address the customer's current issue. Based upon the data available, and the results of this evaluation, a single definitive cause of the customer's issue was not able to be determined. However, sample handling and/or preparation were not able to be ruled out as potential causes of the customer reported issue. The complaint text notes the samples were lipemic and tested in a primary tube. A deficiency of the architect i2000sr was not identified.

Manufacturer narrative:
A new sample was taken from the donor in question (sample date (B)(6) 2012). This new sample tested hiv 1 immunoblot negative. Previous sample results: (B)(6) 2012: hiv 1 immunoblot negative, hiv p24 antigen (eia) negative and hiv pcr negative; (B)(6) 2012: hbsag and anti-hcv negative; and, (B)(6) 2012: hiv 1 immunoblot negative, hiv p24 antigen (eia) negative and hiv pcr negative. Architect hiv ag/ab combo assay results were (B)(6). There is no further impact to patient management reported. There is no change to the conclusion of the product evaluation. A product deficiency was not identified.